Event description:
It was reported the two monitors were black. This would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was tested and found to be working as intended and returned to service.